Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pancreatoduodenectomy procedure, the staples were unformed at the first firing when the device was fired on the gastric body. When another cartridge was loaded into the same instrument and fired on the duodenum, the staples were formed properly. Also, when the device was fired on the gastric body again, the staples were formed properly. The doctor commented that he had felt the first firing had been hard to fire. There were no adverse consequences for the patient.